Event description:
It was reported that the customer experienced issues with the pump; however, the specific type of issues were unable to be determined. The customer's blood glucose was in the 200 (mg/dl) range. Reportedly, the customer discontinued using the pump for insulin therapy and confirmed that an alternate method of insulin delivery was available. This event is being reported based on the evaluation of the returned device. During evaluation, it was confirmed that an occlusion alarm occurred.